Manufacturer narrative:
Other applicable components are: product ID 3387 lot# unknown product type lead product ID neu_unknown_ext serial# unknown product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a device was implanted on a consumer¿s right side and had high impedances exceeding 4000 ohms, which had been observed for the last year. At this time, it was noticed that the connector between the lead and extension was broken and it was found that the lead was fractured. Therapy was able to be continued with the use of stimulation only from the left side, and the wound site was closed without doing any actions. It was noted that the physician suspected that the connector between the lead and extension was broken probably because the extension was pulled out down, procedure. The extension was extended and then pulled out down while the consumer spent daily life. In order to determine the cause of the high impedance, the wound site was opened and the connector was checked. The event did not impact therapy. The breakage site was confirmed and the wound site was closed then. The issue was noted as resolved at the time of the report. The consumer¿s underling disease was parkinson¿s. There were no further complications reported and/or anticipated.

Event description:
Additional information received reported there were no actions or interventions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.